Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The cartridge and infusion set were changed to resolved the occlusion. Blood glucose was 445 mg/dl. A pump system check was performed using the current supplies and no device issues were observed.